Manufacturer narrative:
Follow-up received on 06-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer (B)(4). Lot number: d06939; production date: 05-sep-2014; expiration date: 28-sep-2017. As of may 30, 2016, the responsible quality unit (rqu) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. Deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a deployment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue and device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as a batch investigation with respect to similar ae cases, is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure, the physician pulled so hard with a grasper to remove it that it broke and part of coil is still in patient. According to follow up information, the physician informed that hysterectomy was scheduled. This event, interpreted as device breakage, was considered non-serious and listed upon receipt of the product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was previously regarded as other reportable incident due to the device breakage. Upon receipt of follow up information, it was informed that hysterectomy was scheduled, therefore, this case was upgraded to incident. Additionally, non-serious events were reported. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information will be requested.

Manufacturer narrative:
Follow-up information received from the health professional on 11-jul-2016: hysterectomy was performed removing the tubes with the insert at the same time. The outcome was satisfactory. The patient had no adverse events. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure, the physician pulled so hard with a grasper to remove it that it broke and part of coil is still in patient. According to follow up information, the physician informed that hysterectomy was performed and essure inserts were removed along with fallopian tubes. This event, interpreted as device breakage, was considered non-serious and listed upon receipt of the product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Additionally, non-serious events were reported. Based on the available information a product quality defect could not be confirmed but is considered plausible.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) lot number d06939 (expiration date 28-sep-2017) inserted on (B)(6) 2016 for contraception. Physician inserted essure on one side just fine. When he was inserting the next one on the right side it would not deploy. It stayed attached to inserter. He pulled so hard on it with a grasper to remove it that it broke and part of coil was still in patient. He was going to do a novasure procedure immediately after essure insertion but decided against it. He was concerned about bleeding so he was keeping a check on patient and will send her home if nothing occurs. She was doing okay at time of this report. He was going to offer her a hysterectomy. Follow-up received on (B)(4) 2016: physician spoke to the patient on (B)(6) 2016 and she seems to be fine. Follow up information received on (B)(4) 2016: the physician spoke to the patient and she was doing fine. He said he has inserted essure many times and this never happened to him before. He saw black mark at insertion and rolled back and the unit would not release at all. He attempted to remove the coil and inserter but pulled hard and it broke. He thought the entire coil, part of inserter and the plastic sheath were still inside endometrial cavity. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure, the physician pulled so hard with a grasper to remove it that it broke and part of coil is still in patient. The physician was going to offer a hysterectomy. This event, interpreted as device breakage, was considered non-serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. Further information (device breakage questionnaire) and product technical analysis are being sought.

Manufacturer narrative:
Follow up 25-feb-2016: case upgraded to incident. Device breakage questionnaire received from the physician. The breakage occurred during placement in the catheter (application). The physician reported device was placed in fallopian tube and deployed properly, catheter would not separate from implant and it broke after pulling back to remove catheter. The instructions for use were followed. No deviation from insertion procedure. The pieces were removed from uterus. No injury occurred. The doctor stated that the breakage could have led to serious injury. The doctor also mentioned that it was neither medically necessary to remove essure nor was a patient's request but there was a hysterectomy planned for (B)(6)-2016. Patient recovered from the events, according to physician. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure, the physician pulled so hard with a grasper to remove it that it broke and part of coil is still in patient. According to follow up information, the physician informed that hysterectomy was scheduled. This event, interpreted as device breakage, was considered non-serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was previously regarded as other reportable incident due to the device breakage. Upon receipt of follow up information, it was informed that hysterectomy was scheduled, therefore, this case was upgraded to incident. Additionally, non-serious events were reported. Product technical analysis is being sought.

Manufacturer narrative:
Follow-up information received on 29-apr-2016 from physician: the physician confirmed that he had only one patient with the initials and date of birth provided. He stated that had no adverse event associated with essure and she was doing well. This case was also received form healthy authority (case# mw5059731). It was confirmed that case (B)(4) is a duplicate of this present case. The case (B)(4) will be deleted from bayer database and all of its information has been transferred to this case. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure, the physician pulled so hard with a grasper to remove it that it broke and part of coil is still in patient. According to follow up information, the physician informed that hysterectomy was scheduled. This event, interpreted as device breakage, was considered non-serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was previously regarded as other reportable incident due to the device breakage. Upon receipt of follow up information, it was informed that hysterectomy was scheduled, therefore, this case was upgraded to incident. Additionally, non-serious events were reported. Product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.